Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 40x2.5mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery. Predilation was performed using a 2.5mmx20mm apex balloon. Following predilation, residual stenosis was 70% and a 24x3.00mm promus premier¿ stent was then implanted at the target lesion. However, post deployment, the physician noted that the stent seemed to be fractured longitudinally and was not able to cover the lesion. Another 12 x 3.00mm promus premier¿ stent was then advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.